Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer's motor vehicle accident from the attorney of the family. The information received on 05/03/2017 stated the following - reporter alleges: in (B)(6) 2016, the customer was in a motor vehicle accident due to a hypoglycemic event that was not picked up by the glucose monitor. The customer went unconscious and his car set on fire. The customer was flown to a burn unit where he spent three weeks. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.